Manufacturer narrative:
(B)(6). Upon receipt at our post market quality assurance laboratory, no anomalies were noted in the helix/lead tip. There was a possible melted portion noted on several spots on the shocking coil, which was most likely due to electro-cautery damage during explant.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. This rv lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because device evaluation was completed.